Manufacturer narrative:
The device in question was originally reported for persistent suction due to a kinked cannula and leg ischemia within MDR #1220648-2025-27546. Additional information was received regarding a renal failure, however, accidentally filed as an initial MDR under MDR 1220648-2026-01682. This report serves to notify you of our error and that additional information should have been filed as a supplemental to the original reported MDR.

Manufacturer narrative:
The cause of the renal failure was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed femorally to support the 62 year old female who had been admitted in with acute myocardial infarction and cardiogenic shock. Patient had known history of coronary artery disease and CABG. The pump supported for a day in (B)(6) 2025 and was explanted. The case was reported upon in case (B)(4) for a kink and ischemia. Later in (B)(6) 2026 the loqi database reported upon renal failure with a relationship to the pump listed as "probably". The renal failure was treated by crrt in (B)(6) 2025, intermittent hemodialysis in (B)(6) 2025, and placement of the temporary tunneled dialysis in (B)(6) 2025 which was ongoing at the time of death.

Manufacturer narrative:
B1, b5, h1, and h6 revised to reflect the patient outcome death.

Event description:
Clinical rationale/review: (updated 2026-3-9). An impella cp was placed femorally to support the 62-year-old female who had been admitted in with acute myocardial infarction and cardiogenic shock. Patient had known history of coronary artery disease and CABG. The pump supported for a day in (B)(6) 2025 and was explanted. Later in (B)(6) 2026 the medical team reported to abiomed that there was renal failure with a relationship to the pump listed as "probably". The renal failure was treated by crrt in (B)(6) 2025, intermittent hemodialysis in (B)(6) 2025, and placement of the temporary tunneled dialysis in (B)(6) 2025 which was ongoing at the time of death.